Event description:
It was reported that a user experienced high blood glucose while using the ilet system after an infusion set and cartridge change, with the user and agent performing steps including rewind, cartridge replacement, tubing fill, infusion set application, and cannula fill, followed by a factory reset due to concern that device algorithms were not accurate. Symptoms included hyperglycemia. Outcomes included continued insulin therapy with a recorded blood glucose of 318 mg/dl and no hospitalization. Investigation included guided troubleshooting, education on infusion set and cartridge change, and execution of a factory reset. Investigation of this case revealed no supply issue and no confirmed device component failure, with the event characterized as hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.